Event description:
It was reported that during the implant procedure the left ventricular lead dislodged during slitting. The attempted lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned and analyzed. The analysis performed revealed no anomalies were found. (B)(4).